Event description:
Complainant alleged that while attempting to defibrillate a (B) (4) female pt, the device failed to discharge via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the pt which delayed treatment for 15 minutes. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The customer has indicated that the event electrode pads were discarded and they are not available for eval.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The hv module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. The event electrode pads were not returned for eval.